Event description:
The employee was wearing the mask while talking on the phone. She took a breath to speak when she states fiber broke off from the mask, lodged in her throat, and caused choking. She received breathing treatment.

Manufacturer narrative:
No sample or lot# was provided by the customer. The materials used in the manufacture of this mask have met specifications. We are unable to determine the exact cause for the fiber coming off the mask. We will continue to monitor for complaints of this nature.